Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation: description of event: it was reported, the ncircle delta wire tipless stone extractor's support sheath separated, and the basket could not open and close properly during a stone removal and holmium laser lithotripsy procedure. The device was tested prior to use and worked properly. After the fifth stone was removed, the support sheath separated from the handle and could no longer function. A photo was provided showing the strain relief broke. The procedure was completed with another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation, in opened packaging. Visual inspection revealed there was a significant kink near the distal tip of the handle. The strain relief had separated from the handle at the kink. Cook also reviewed product labeling. The product IFU, includes the following: "precautions: "do not use excessive force to manipulate this device. Damage to the device may occur." Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records found six complaints reported for the lot for loss of function, three different types of damage was observed, one device was returned incomplete, and two devices had no damage. Cook has concluded there is not a trend for the contributing factors that caused the loss of function on devices from the lot. Also all complaints occurred at the same hospital. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. All devices are tested for functionality multiple times during manufacturing and quality control checks. The cause for the issue could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, the ncircle delta wire tipless stone extractor's support sheath separated, and the basket could not open and close properly during a stone removal and holmium laser lithotripsy procedure. The device was tested prior to use and worked properly. After the fifth stone was removed, the support sheath separated from the handle and could no longer function. The procedure was complete with another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: address postal code: (B)(6) / phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.